Manufacturer narrative:
(B)(6). This report is for one (1) unknown plate. The original implant procedure occurred on an unknown date. It is unknown if the plate will be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plate broke and was subsequently removed on (B)(6) 2015. The explant procedure was successfully completed with no reported time delays. This report is for one (1) unknown plate. This report is 1 of 1 for (B)(4)